Event description:
The customer reported that they could not acquire an ECG trace via paddles when in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The factory had not rec'd the device for evaluation and this complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.